Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for scheduled new device implant. Prior to the procedure, the pulse generator was interrogated normally without issue. During implant procedure, the device communication was lost. The device was re-interrogated and exhibited backup vvi operation. The pulse generator was not implanted and replaced with a different device. The procedure concluded successfully. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
No conclusion code available; final analysis found the device was returned in backup mode. The source of the anomaly could not be found.